Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "ruptured breast implant".

Event description:
Healthcare professional reported right side "ruptured breast implant" the device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture-breast was requested on 23 april, 2024. Visual analysis of the photographs identified: it is not possible to determine, the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right side "ruptured breast implant". The device has been explanted.